Event description:
It was reported that when the bovie grounding pad was removed from the patient, and their skin had a severe burn which required ointment and a bandage. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).